Event description:
A low impedance was observed at follow-up. The physician decided to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.